Event description:
An external visual inspection was performed and failed due to sensor wire is missing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into arm, which is off label usage of the device, on (B)(6) 2023. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire was detached. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to sensor wire is missing.